Manufacturer narrative:
The device was not implanted. The coupler device was not returned for evaluation. According to the device history record, the devices met specification prior to market release. The 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
On (B)(6) 2009, during a venous anastomosis, the physician initially utilized a 2.5 mm coupler, but abandoned using it and reverted to a sewn anastomosis. The physician reported that "the coupler seemed to have changed from before. The spikes did not seem as sharp and did not hold the tissue as effectively as in the past. We had to abandon using it and had to revert to a sewn anastomosis."